Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed t3 sensor. The device was evaluated upon receipt. The system displays "error 76." The temperature sensor t3 is broken. The manifold assy has been replaced and the error has been fixed. The heater, drain valves and the mixing and circulation pumps needs to be replaced. Ctu calibration requested. The heater, drain valves and mixing and circulation pumps have been replaced as a part of a pm and are working correctly. Ctu calibration completed. Cleaning and functional tests performed properly. The system passes preventive maintenance successfully. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per evaluation, in an arctic sun device after detecting error 76, it was also necessary to replace the t3 sensor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per evaluation, in an arctic sun device after detecting error 76, it was also necessary to replace the t3 sensor.